Event description:
It was reported that subacute thrombosis occurred. The patient underwent percutaneous coronary intervention (pci) of the target lesion located in the severely calcified left anterior descending (lad) artery. A 2.75 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, subacute thrombosis (sat) occurred 2 hours after the procedure and was discovered via angiogram. The device remained inside the patient and another of same device was used to complete the procedure. The patient condition and prognosis were good.